Event description:
The customer reported that the fetal spiral electrode caused tearing in the mother's birth canal during childbirth. The patient required stitches.

Manufacturer narrative:
(B)(4). The customer reported that the fetal spiral electrode caused tearing in the mother's birth canal during childbirth. The patient required stitches. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.